Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked approximately 11.0 and 45.0 cm from the proximal end, and fractured approximately 43.0 cm from the proximal end. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned device confirmed the pusher assembly was kinked and fractured. This type of damage typically occurs due to improper handling during use. If the pusher assembly is manipulated forcefully against resistance, damage such as this may occur. Ruby coils are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) and the right gastric artery (ga) using ruby coils. During the procedure, the physician deployed and detached a ruby coil into the gda using another manufacturer's microcatheter and the vessel embolized. The physician then advanced the same microcatheter into the right ga and attempted to deliver a new ruby coil. However, after advancing approximately half of the coil into the vessel, the physician met resistance and was unable to advance the rest of the coil through the microcatheter. At this point, the ruby coil pusher assembly became kinked and the physician decided to remove the coil. The procedure was successfully completed using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.